Manufacturer narrative:
The insulin pump passed the displacement test. Compromised force sensor system alarmed during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the unexpected error test, prime/a33 test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. The pump was received with normal operating current. The pump passed self-test and off no power test. The pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed compromised force sensor system after bolus and priming. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.